Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 6009286 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. Test results: visual test according to with wi version 2 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 2 test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 6009286 was manufactured according to the document version 81 and packaging in the multivac 12, on 17/sep/2024, with a total of (B)(4) units. Assembling of quickset: the lot 4j02998 was manufactured according to the wi version 27 assembled in the quickset line, on 17/sep/2024, with a total of (B)(4) units. The lot 4j02999 was manufactured according to the wi version 27 assembled in the quickset line, on 17/sep/2024, with a total of (B)(4) units. The lot 4j03000 was manufactured according to the wi version 27 assembled in the quickset line, on 18/sep/2024, with a total of (B)(4) units. Gluing tubing: the lot 4j02855 was manufactured according to the wi version 42 in the gluing machine 4, 5 & 8 on 16/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 24/mar/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6009286 and no other complaint has been registered in database for the same lot 6009286 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly encountered a problem with their infusion set, specifically an obstruction in the insulin flow. The blockage was pinpointed in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.